Event description:
Surgeon closed with 1 chromic gut 905 sutures. Pt had to return to surgery due to bleeding. When she was re-opened, the sutures were found free floating in the abdominal cavity. Dates of use: (B)(6) 2011.